Manufacturer narrative:
Upon further review, (B)(4) also applies to this event.

Event description:
The patient&#38112;indications for use included non-malignant pain.

Manufacturer narrative:
Upon further review, this event is indicative of serious injury due to a life threatening event and hospitalization; the selection ¿other¿ does not apply to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4)implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
It was reported that the patient had stimulation to help with her back but it did not touch her left leg. There was a loss of therapy and the patient stated that her pain was a 10 plus. The patient was currently at the hospital because she had slit her wrist as a result of having too much pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.